Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement. The jaws were open. The articulation flag was damaged. Functional testing found that the reload was loaded into a representative handle. The handle recognized that the reload was inserted into the adapter, but clamping the jaws would cause an error message to display. It was reported that the instrument did not fire and the jaws will not close completely. The reported issues were confirmed. The most likely cause was supplier related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass, the reload jaws did not close all the way. Hence, the device did not fire. Additionally, a caution symbol was shown on the screen. The device was replaced with a new reload and the same handle and adapter were used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: sigphandle, sig power sigphandle handle (serial unknown); unk-sigadapt, unknown signia egia adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass, the device exhibited a gap between the jaws when closed. The device did not fire and a caution symbol was shown on the screen. The device was replaced with a new reload and the same handle and adapter were used to resolve the issue. No patient complications have been reported as a result of this event.